Manufacturer narrative:
The customer¿s reported complaint of the pcu not turning on was confirmed through testing, during the investigation of the system. An internal inspection of the source device identified fluid ingress and a crack with the use of a cad digital microscope. Enhanced magnification showed the damage on the bottom section of the flex cable where it enters the case. Observed damage appeared to have produced an open trace on the circuit, associated to pin 20 on the cable connector. Test results, utilizing a schematic drawing, a switch diagram and a cad digital multimeter confirmed the failure isolated to switch s13 on the keypad. Affected switch was associated to the ¿system on¿ key where a lack of continuity was measured. Consequently, the pcu would not turn on when attempting to turn on the system. The removal of the keypad layer showed fluid ingress entering the right side of the keypad on the lower right of the ¿system on¿ key. Further examination through magnification identified fluid ingress in the affected area of the flex cable. Fluid entry point, into the front panel, appears to be the slot in front case where the flex cable enters. Fluid is likely from a cleaning agent since similar evidence was observed on other returned devices and it is unlikely a spill would enter easily. Possible cause of the crack is a chemical attack in an area of the cable that is under some stress due to a natural bend as the cable is routed to the logic board connection. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
The customer reported that the device would not won't turn on / off. No patient involvement was reported.

Event description:
The customer reported that the device would not won't turn on / off. No patient involvement was reported.

Manufacturer narrative:
The customer¿s reported complaint of the pcu not turning on was confirmed through testing, during the investigation of the system. An internal inspection of the source device identified fluid ingress and a crack with the use of a cad digital microscope. Enhanced magnification showed the damage on the bottom section of the flex cable where it enters the case. Observed damage appeared to have produced an open trace on the circuit, associated to pin 20 on the cable connector. Test results, utilizing a schematic drawing, a switch diagram and a cad digital multimeter confirmed the failure isolated to switch s13 on the keypad. Affected switch was associated to the ¿system on¿ key where a lack of continuity was measured. Consequently, the pcu would not turn on when attempting to turn on the system. The removal of the keypad layer showed fluid ingress entering the right side of the keypad on the lower right of the ¿system on¿ key. Further examination through magnification identified fluid ingress in the affected area of the flex cable. Fluid entry point, into the front panel, appears to be the slot in front case where the flex cable enters. Fluid is likely from a cleaning agent since similar evidence was observed on other returned devices and it is unlikely a spill would enter easily. Possible cause of the crack is a chemical attack in an area of the cable that is under some stress due to a natural bend as the cable is routed to the logic board connection. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode.